Manufacturer narrative:
(B)(4).

Event description:
One month after implant, the lead showed a decreased capture reading. The lead was explanted and replaced and the issue resolved with no adverse consequences to the patient.

Manufacturer narrative:
A complete lead was returned. X-ray examination and electrical testing on the lead did not find any indication of conductor fractures or internal shorts. Visual inspection found the outer insulation twisted proximal to the suture sleeve tie mark. No other anomalies were found. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the no capture issue could not be conclusively determined.